Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at the end of the chemo infusion, a 15x30mm (grape size) balloon was noted at the proximal end of the pumping segment when the pump door was opened after the saline flush was completed. There was no patient harm.

Event description:
The customer reported that at the end of the chemo infusion, a 15x30mm (grape size) balloon was noted at the proximal end of the pumping segment when the pump door was opened after the saline flush was completed. There was no patient harm.

Manufacturer narrative:
No product will be returned from the customer. The customer report of a balloon in the silicone pumping segment was confirmed per a picture which showed that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause could not be determined.